Event description:
It was initially reported that patient would undergo full revision with reason unknown. Further information received case manager reports the patient underwent lead revision due to high impedance. There was a suspected lead break in the lead. There is what appeared to be condensation and air inside the lead, which lead the surgeon to believe there was a break, but they could not physically see one. New lead was implanted and previous generator was left in patient. No other relevant information has been received to date. Explanted lead has not been received for analysis to date.